Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer was not detected on the bus and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and the entire drawer was not detected on the bus, requiring maintenance. The field service engineer (fse) dialed into the customer station and updated the firmware in the hardware test application (hta), after which the station was shut down. The customer then powered down the station using the toggle switch and powered it back on. No failures were observed during the subsequent station bootup. The customer logged in and completed an inventory of the drawer that had been experiencing issues, and the station was verified to be working as designed. The system functioned as intended after field service engineer repaired the device.